Manufacturer narrative:
B3: date of event - estimated the device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
A general statement was made by physician of experiencing tip of the suture breaking after advancing and attempting to lock the knot; however, he cannot provide any specific details as he doesn't recall. No additional information was provided.